Manufacturer narrative:
The check of DHR of the acetabular cup (lot # 201511289) and poly liner (lot # 201511721) involved did not show any pre-existing anomaly on these lot #. This is the 1st and only complaint received on these two lot #, on a total of (B)(4) liners and (B)(4) cups manufactured with these lot #. A further check on the lot # involved showed that (B)(4) out of the (B)(4) poly liners manufactured with lot # 201511721 and (B)(4) out of the (B)(4) cups manufactured with lot # 201511289 have been used on the market. We received the acetabular cup and liner involved in the event. By a visual analysis the polar peg of the poly liner appears slightly bended. The devices underwent a dimensional check and no dimensional anomaly were detected, with the exception of the bending of the polar peg. The functionality of the devices was tested: even if the polar peg of the liner is slightly bended, it was possible to insert the poly liner into the cup and obtain a stable coupling, confirming the functionality of the devices. As the bending of the polar peg of the liner was not pre-existing on the device, we concluded that it is due to its usage intra-operatively. It's likely the bending of the peg is due to an improper initial insertion (misalignment) of the liner into cup. According to our pms data, we received 3 similar intra-op issues involving a lima cross-linked uhmwpe neutral liner with metal ring, on about 24940 liners belonging to this family marketed ww since 2007; this gives an occurrence rate of (B)(4). None of the 3 cases was classified as product-related. No corrective action planned for this specific case. Limacorporate will keep monitoring the market on the reoccurrence of similar events.

Event description:
Intra-op issue occurred in (B)(6). The surgeon, when inserting the delta poly liner into the delta tt cup, noticed that the liner did not fit correctly into the cup. Liner and cup removed intra-op and replaced with a different liner and cup, which worked ok. Surgery prolonged of 10 minutes. No adverse effect for patient.

Manufacturer narrative:
Check of DHR of the poly liner (lot # 201511721) and cup (lot # 201511289) involved did not show any pre-existing anomaly. This is the 1st and only complaint received on these two lot numbers, on a total of (B)(4) liners and (B)(4) cups manufactured with these lot numbers. Waiting for the pieces involved to perform a deeper investigation. After this analysis, we will submit a follow-up emdr.

Event description:
Intra-op issue occurred in (B)(6). The surgeon, when inserting the delta pe liner into the delta tt cup, noticed that the liner did not fit correctly into the cup. Liner and cup removed intra-op and replaced with two different liner and cup, which worked ok. Surgery prolonged by 10 minutes. No adverse effect for patient.